Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial fibrillation (af) burden diagnostics, and the cardiac compass diagnostics, reports af differently. It was also reported that this may lead to confusion of the physician's decisions. No patient complications have been reported as a result of this event.